Event description:
User reports vsii is aliquoting incorrect samples to the twin tubes for six pt samples. Three of six pt samples were expected to be aliquotted to twin (aliquot) tubes, however, the primary corvac tubes containing the samples for these pts were still full, indicating aliquotting did not occur. The other three samples, also in primary corvac tubes, had been aliquotted, however the twin (aliquot) tube for these samples, after alquotting, did not contain sample, indicating the aliquot was not placed in the correct tube. User said she pulled all of the primary corvac tubes from these pts, and manually poured aliquots from the tubes and had chemistry run those samples. None of the original results from the mis-aliquotted primary tubes were reported as the user said she instructed chemistry to void the original results and report the results from the manual.

Manufacturer narrative:
The field service rep could not determine a cause. He noted the customer had removed all samples from the instrument and performed a full data clear and then powered down the vsii and could not duplicate the issue. To verify instrument performance, he ran a test run using twenty test samples with colored water, and all samples were correctly aliquoted and placed in the correct sorting area.